Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, three (3) high level hcg urine controls as well as three (3) clinical pregnant urine samples. All results were positive at read time. No false negatives were obtained. MFR batch record review did not uncover any abnormalities. Root cause could not be determined with the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer reported potential false negative urine hcg results using the consult diagnostics hcg dipstick on a pt # 1 who was three months pregnant. The urine sample was collected mid-day, and the sample was clear and of normal color. The pt's last menstrual period (lmp) is not known. The confirmation of the pt's pregnancy is by ultrasound. Caller stated that the pregnancy of the pt was not jeopardized due to the false results. The kit was stored at room temp. No samples were available for further investigation. No external qc performed. There was no additional info provided.